Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the nurse went into the patient room for an unspecified alarm on the device. The nurse performed an assessment and noticed a visible leak coming from the vented portion on the filter approximately 1 to 2 drops of normal saline or d5 (unsure of what was infusing possibly potassium or magnesium per nurse).the line was in use for 12 to 80 hrs. The filter line was changed and reported there was no patient harm. Although requested there is no other additional event details provided by the customer.

Manufacturer narrative:
The customer¿s report of a leak at the filter was not confirmed or replicated. Initial visual inspection revealed no damage anywhere on the set. Functional and pressure testing was performed; no leaks or alarms were observed. The root cause of a leak at the filter was not determined.